Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for enteric flora (10 - 100 cfu). As a result of additional microbiological testing by the user facility after they reprocessed the device indicated no microbial growth for the device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.